Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. During troubleshooting, customer's blood glucose was 125 mg/dl while the sensor gave a reading of 40 mg/dl. Customer stated the reason was a bent electrode. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.